Event description:
Revision of total knee arthroplasty approx 9 months post operatively due to tibial loosening.

Manufacturer narrative:
Returned device is currently undergoing engineering evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.